Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was 450mg/dl at its highest. Additional information was not provided by the customer, including how the elevated bg level was treated.